Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they fell really hard on their implant site recently and they wanted to know if the ins had gotten turned off. They explained their ins was not working right. The call got disconnected during troubleshooting. The patient called back and was able to sync with the patient programmer and they were seeing the poor communication screen. It was reviewed that due to the fall they should follow-up with their patient programmer. No further complications were reported or anticipated.